Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Button error alarm was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces and with a severely scratched display window noted. No moisture damage was noted on the electronics assembly. No button error alarm during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump hade cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.